Event description:
It was reported that the pump battery would not charge, despite attempts with a different wall outlet and charging cable, and without charging alerts. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially received instructions from technical support to try different power sources, but when these measures proved ineffective, a replacement was suggested, though ultimately not provided, due to the pump being out of warranty.